Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose level due to a bent cannula on (B)(6) 2026. Symptoms were noticed within three hours of insertion, and the infusion set were inserted in the upper buttocks.